Event description:
During a routine inspection performed by our distributor in a foreign country, a stain spot was found on the tyvek lid, and white foreign adhering to blister. There was no patient injury as the device never reached the hospital.

Manufacturer narrative:
Note: all information contained in this report was provided by the manufacturer. No facility number has been assigned to this report. No device evaluation was performed since product was not returned yet to the manufacturer. A review of the device history records indicated that the patch was processed and inspected according to procedures and no anomaly was found. No conclusion can be drawn. A follow- up report will be submitted within 30 days upon receipt of any relevant information.